Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('physician had to force it in and thought that it broke'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 29-year-old female patient who had essure (batch no. (Right) b09709,(left)50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "she was told that one of her tubes was rejecting the device" and device use issue "the physician had to force it in and thought that it broke. He wasn't sure if it was in there or not or if it broke. He added an extra one". Medical conditions: current weight 125 lbs. Concurrent conditions included post ablation tubal ligation syndrome, pelvic adhesions, body mass index normal, obstructive sleep apnea syndrome, kidney stones, genitourinary chlamydia infection, syphilis, irregular periods, vulvovaginal candida, vaginal itching, dysuria, thyromegaly, multiple cesarean sections and tooth disorder. Concomitant products included hydrocodone bitartrate;paracetamol (lortab). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and gait disturbance ("hard to walk"). In august 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: at level of fundus of uterus/migration of essure device location of device ultrasound showed essure device at the level of fundus of uterus."), rash ("skin rash"), urinary tract infection ("infections"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), mood swings ("extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), sleep disorder ("sleeping problems"), headache ("migraines / headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), endometriosis ("endometriosis"), depressed mood ("sadness"), anger ("anger"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary tract disorder"), arthralgia ("joint pain"), bone pain ("bone pain"), myalgia ("muscle pain") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomy and to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, device expulsion, rash, urinary tract infection, mood swings, vaginal haemorrhage, sleep disorder, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, depressed mood, anger, bladder disorder, urinary tract disorder, arthralgia, menorrhagia and gait disturbance outcome was unknown and the migraine, depression, anxiety, headache, dysmenorrhoea, abdominal pain, bone pain, myalgia and hormone level abnormal had resolved. The reporter considered abdominal pain, allergy to metals, anger, anxiety, arthralgia, bladder disorder, bone pain, depressed mood, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gait disturbance, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, myalgia, nausea, pelvic pain, rash, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Lot number: 50678466 manufacture date: 2012-08 expiration date: 2015-08. Lot number: b09709 manufacture date: 2013-03 expiration date: 2016-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('physician had to force it in and thought that it broke'), pelvic pain ('pain,soreness'), device expulsion ('malposition of essure device location of device: at level of fundus of uterus/migration of essure device location of device ultrasound showed essure device at the level of fundus of uterus.'), genital haemorrhage ('abnormal bleeding') and blood loss anaemia ('anemia') in a 29-year-old female patient who had essure (batch no. (Right) b09709,(left)50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "she was told that one of her tubes was rejecting the device" and device use issue "the physician had to force it in and thought that it broke. He wasn't sure if it was in there or not or if it broke. He added an extra one". Medical conditions: current weight 125 lbs. Concurrent conditions included post ablation tubal ligation syndrome, pelvic adhesions, body mass index normal, obstructive sleep apnea syndrome, kidney stones, genitourinary chlamydia infection, syphilis, irregular periods, vulvovaginal candida, vaginal itching, dysuria, thyromegaly, multiple cesarean sections and tooth disorder. Concomitant products included hydrocodone bitartrate;paracetamol (lortab). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and gait disturbance ("hard to walk"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), urinary tract infection ("infections"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), mood swings ("extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), sleep apnoea syndrome ("sleeping problems/sleep apnoea"), headache ("migraines / headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,exhausted"), weight fluctuation ("weight gain / losing weight I was down to 102"), endometriosis ("endometriosis"), depressed mood ("sadness"), anger ("anger"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary tract disorder"), arthralgia ("joint pain / pain in hips"), bone pain ("bone pain"), myalgia ("muscle pain"), menorrhagia ("menorrhagia"), abdominal distension ("it would blat worse than that it was it was horrible / sick stomach the billions"), pain in extremity ("legs pain / feet pain"), pain ("only soreness,pain throughout my body"), vitamin d deficiency ("vitamin d deficiency"), blood loss anaemia (seriousness criterion medically significant), cystitis ("bladder infection"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), goitre ("enlarged thyroid"), fungal infection ("yeast infection"), back pain ("back pain "), sinusitis ("sinus infection"), premenstrual syndrome ("pms"), alopecia ("alopecia"), malaise ("sick"), dry skin ("dry skin "), memory impairment ("forgetfulness") and muscle spasms ("spasms") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomy, total laparoscopic hysterectomy, salpingectomy and to remove the essure and to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage, rash, urinary tract infection, mood swings, vaginal haemorrhage, sleep apnoea syndrome, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, endometriosis, depressed mood, anger, bladder disorder, urinary tract disorder, arthralgia, menorrhagia, gait disturbance, abdominal distension, pain in extremity, pain, vitamin d deficiency, blood loss anaemia, ovarian cyst, hot flush, goitre, fungal infection, back pain, sinusitis, premenstrual syndrome, alopecia, malaise, dry skin, memory impairment and muscle spasms outcome was unknown, the migraine, depression, anxiety, headache, dysmenorrhoea, abdominal pain, bone pain, myalgia and hormone level abnormal had resolved and the weight fluctuation was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anger, anxiety, arthralgia, back pain, bladder disorder, blood loss anaemia, bone pain, cystitis, depressed mood, depression, device breakage, device expulsion, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gait disturbance, genital haemorrhage, goitre, headache, hormone level abnormal, hot flush, malaise, memory impairment, menorrhagia, migraine, mood swings, muscle spasms, myalgia, nausea, ovarian cyst, pain, pain in extremity, pelvic pain, premenstrual syndrome, rash, sinusitis, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Lot number: 50678466 manufacture date: 2012-08 expiration date: 2015-08. Lot number: b09709 manufacture date: 2013-03 expiration date: 2016-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received : following events were added : spasms. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('physician had to force it in and thought that it broke'), pelvic pain ('pain'), device expulsion ('malposition of essure device location of device: at level of fundus of uterus/migration of essure device location of device ultrasound showed essure device at the level of fundus of uterus.'), genital haemorrhage ('abnormal bleeding') and blood loss anaemia ('anemia') in a 29-year-old female patient who had essure (batch no. (Right) b09709,(left)50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "she was told that one of her tubes was rejecting the device" and device use issue "the physician had to force it in and thought that it broke. He wasn't sure if it was in there or not or if it broke. He added an extra one". Medical conditions: current weight 125 lbs. Concurrent conditions included post ablation tubal ligation syndrome, pelvic adhesions, body mass index normal, obstructive sleep apnea syndrome, kidney stones, genitourinary chlamydia infection, syphilis, irregular periods, vulvovaginal candida, vaginal itching, dysuria, thyromegaly, multiple cesarean sections and tooth disorder. Concomitant products included hydrocodone bitartrate;paracetamol (lortab). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and gait disturbance ("hard to walk"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), urinary tract infection ("infections"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), mood swings ("extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), sleep apnoea syndrome ("sleeping problems/sleep apnoea"), headache ("migraines / headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,exhausted"), weight fluctuation ("weight gain / losing weight I was down to 102"), endometriosis ("endometriosis"), depressed mood ("sadness"), anger ("anger"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary tract disorder"), arthralgia ("joint pain / pain in hips"), bone pain ("bone pain"), myalgia ("muscle pain"), menorrhagia ("menorrhagia"), abdominal distension ("it would blat worse than that it was it was horrible / sick stomach the billions"), pain in extremity ("legs pain / feet pain"), pain ("only soreness"), vitamin d deficiency ("vitamin d deficiency"), blood loss anaemia (seriousness criterion medically significant), cystitis ("bladder infection"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), goitre ("enlarged thyroid"), fungal infection ("yeast infection"), back pain ("back pain "), sinusitis ("sinus infection"), premenstrual syndrome ("pms"), alopecia ("alopecia"), malaise ("sick"), dry skin ("dry skin ") and memory impairment ("forgetfulness") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomy, total laparoscopic hysterectomy, salpingectomy and to remove the essure and to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage, rash, urinary tract infection, mood swings, vaginal haemorrhage, sleep apnoea syndrome, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, endometriosis, depressed mood, anger, bladder disorder, urinary tract disorder, arthralgia, menorrhagia, gait disturbance, abdominal distension, pain in extremity, pain, vitamin d deficiency, blood loss anaemia, ovarian cyst, hot flush, goitre, fungal infection, back pain, sinusitis, premenstrual syndrome, alopecia, malaise, dry skin and memory impairment outcome was unknown, the migraine, depression, anxiety, headache, dysmenorrhoea, abdominal pain, bone pain, myalgia and hormone level abnormal had resolved and the weight fluctuation was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anger, anxiety, arthralgia, back pain, bladder disorder, blood loss anaemia, bone pain, cystitis, depressed mood, depression, device breakage, device expulsion, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gait disturbance, genital haemorrhage, goitre, headache, hormone level abnormal, hot flush, malaise, memory impairment, menorrhagia, migraine, mood swings, myalgia, nausea, ovarian cyst, pain, pain in extremity, pelvic pain, premenstrual syndrome, rash, sinusitis, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Lot number: 50678466, manufacture date: 2012-08, expiration date: 2015-08. Lot number: b09709, manufacture date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and social media received. Reporter added. Events it would blat worse than that it was it was horrible, legs pain / feet pain, only soreness, vitamin d deficiency, anemia, bladder infection, ovarian cysts, hot flashes, enlarged thyroid, yeast infection, back pain, sinutsitis, alopecia,malaise,dry skin,amnesia added.fu 4 and fu 5 process together. On 2-oct-2019: fu 4 and fu 5 process together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("physician had to force it in and thought that it broke"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. (Right) b09709, (left)50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "she was told that one of her tubes was rejecting the device" and device use issue "the physician had to force it in and thought that it broke. He wasn't sure if it was in there or not or if it broke. He added an extra one". Medical conditions: current weight 125 lbs. Concurrent conditions included post ablation tubal ligation syndrome, pelvic adhesions, body mass index normal, obstructive sleep apnea syndrome, kidney stones, genitourinary chlamydia infection, syphilis, irregular periods, vulvovaginal candida, vaginal itching, dysuria, thyromegaly and multiple cesarean sections. Concomitant products included hydrocodone bitartrate;paracetamol (lortab). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and gait disturbance ("hard to walk"). In august 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), urinary tract infection ("infections"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), mood swings ("extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), sleep disorder ("sleeping problems"), device expulsion ("malposition of essure device location of device: at level of fundus of uterus"), headache ("migraines / headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), endometriosis ("endometriosis"), depressed mood ("sadness"), anger ("anger"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary tract disorder"), arthralgia ("joint pain"), bone pain ("bone pain"), myalgia ("muscle pain") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomy and to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, rash, urinary tract infection, mood swings, vaginal haemorrhage, sleep disorder, device expulsion, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, depressed mood, anger, bladder disorder, urinary tract disorder, arthralgia, menorrhagia and gait disturbance outcome was unknown and the migraine, depression, anxiety, headache, dysmenorrhoea, abdominal pain, bone pain, myalgia and hormone level abnormal had resolved. The reporter considered abdominal pain, allergy to metals, anger, anxiety, arthralgia, bladder disorder, bone pain, depressed mood, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gait disturbance, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, myalgia, nausea, pelvic pain, rash, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Uti's, vaginal discharge, dysmenorrhea . Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs & mr received. Reporter's information added. Patient's demographics were added. Lot number added. Added event extreme mood swings. Abnormal bleeding (vaginal),utis, depression, anxiety, sleeping problems. Malposition of essure device location of device: at level of fundus of uterus. Bladder or urinary problems or changes, headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, endometriosis abdominal pain, sadness, anger, joint pain, bone pain, muscle pain, hormone imbalance, she was told that one of her tubes was rejecting the device; the physician had to force it in and thought that it broke . Updated onset date of events. Updated outcome of events. Lab data, historical condition, concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), infection ("infections"), migraine ("migraines"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, infection, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, infection, migraine, pelvic pain and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.